Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/21/2025, it was reported by a sales representative via (B)(4) that an ar-1927bct-475 biocomposite corkscrew ft suture anchor broke during a case. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Event description:
Additional information was received on 04/08/2025: the device broke during implantation. All fragments were retrieved from the patient. There was no case delay or added anesthesia. The case was completed using a new anchor. This occurred during a rotator cuff repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.